Event description:
It was reported that prior to a surgical procedure at the user facility the foot of the device was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.